Event description:
September 30th, around 4:00: pso-ptt was implanted. The symptoms indicated that the icp was slightly higher than normal, and there were several cases where the icp exceeded 50-60mmhg. October 2nd, around 3:00: due to the high icp, surgical operation was performed and the catheter was removed.

Event description:
On (B)(6), around 4:00: pso-ptt was implanted. The symptoms indicated that the icp was slightly higher than normal, and there were several cases where the icp exceeded 50-60mmhg. On (B)(6), around 3:00: due to the high icp, surgical operation was performed and the catheter was removed.